Event description:
The pt is unable to establish communication with the receiver using two charging antennas. The pt experiences loss of stimulation and has attempted increasing stimulation amplitude to no avail. The pt will consult with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.